Event description:
It was reported that the arctic sun device was failing calibration for an error 80 and exp 6 actual 28. A check they stated that it only took about a half gallon during filling and this was indicative of a failed mixing pump. They stated that would order and replace the mixing pump locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 and expected 6 actual 28. A check they stated that it only took about a half gallon during filling and this was indicative of a failed mixing pump. They stated that would order and replace the mixing pump locally.